Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. No final conclusion as not all packing materials were returned which makes it difficult to confirm. Also note this is the 1st incident received of this kind of damage in 10 years. DHR was reviewed and no discrepancies related to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Damaged outer packaging.